Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received critical pump error. Customer's blood glucose value was 18.5mmol/l which was treated with injection. Customer was unable to troubleshoot for high blood glucose because of the alarm. The insulin pump will not be returned for analysis.